Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was completed normally as the customer deleted old images from the hard disk drive (hdd). No other clinical information was provided by the customer. A philips field service engineer (fse) visited the site and confirmed the low disk message. The fse made a backup of the patient database and recreated the ip-pc image database. After making the backup and re-creating the image database, the system was returned to use in good working order. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the image disk space was low. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.